Event description:
The implanted device was removed from the patient (a child;) because he feels discomfort from the first month after the implantation procedure. When introducing pressure to the reservoir; the physician observed a hole at the bottom of the letter t.

Manufacturer narrative:
A visual inspection of the prot revealed the port has a raised protrusion on the bottom of the port base. A functional evaluation determined the mark to be a pin hold that leks when the port is flushed. The hole appears to be the result of s needle exiting the floor of the port. A review of the engineering files noted that it required 14.17 lbs of force to puncture the port base with 19ga needle. The 22ga needles bent prior to puncturing the bases. We are unable to determine the cause of this event. Excessive force may have been used when accessing the port.